Event description:
It was reported that a user experienced hyperglycemia while attempting a supply change with an ilet system using a contact detach infusion set, during which the user had difficulty connecting tubing and required step-by-step guidance with supplemental picture and video instructions; blood glucose readings increased from 330 mg/dl to 340 mg/dl during the process and decreased to 319 mg/dl after the change, and replacement infusion sets were arranged. Symptoms included high blood glucose. Outcomes included troubleshooting and education, along with shipment of replacement supplies. Investigation included technical support review and user coaching during the infusion set change. Investigation of this case revealed user difficulty performing the infusion set change, with no confirmed device malfunction, and the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.